Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction. Device manufacture date: monitor: sn (B)(4): 03/17/2011 reuse; electrode belt: sn (B)(4): 03/27/2014 reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Review of the download data indicates that the patient experienced an inappropriate treatment event. Prior to passing, the patient received ten inappropriate shocks. At 01:31:17, the ECG recordings show that the patient was in bradycardia at 30 beats per minute degrading to asystole with intermittent cardiac activity and tactile artifact. An arrhythmia was detected by the lifevest at 01:34:49. The ECG recording shows that the patient was in asystole. The first two inappropriate treatments were delivered between 01:37:30 and 01:37:55. The remaining eight inappropriate treatments were delivered between 02:04:46 and 02:09:42. The rhythm at the time of each treatment was asystole. The post-shock rhythm of each treatment was asystole. Tactile artifact and intermittent cardiac activity contributed to the false detections. The response buttons were pressed after the second treatment and after the tenth treatment. The response buttons functioned appropriately. The device was shutdown at 02:11:13. The rhythm at the time of the device shutdown was asystole. It was reported that the patient passed away around 3am. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm (asystole) prior to the treatments.